Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The pendant for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system would not complete startup. It was noted that the lamination on the pendant was loose in places. The system control board for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system would not power on when the board was installed in it.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was indicated the power sw board, two panel assemblies for the rear cabinet, the pcb assembly board for the controller, the pendant, the 12 amp relay, the mtl oxid 20mm 200vdc, and the mvs to ias cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, it was reported that there was no communication between the mobile view station (mvs) and the image acquisition system (ias). Troubleshooting involved review of the event logs. The logs showed no communication between the ias and the mvs even though the cable was fully seated. It was noted the end user was toggling between 'connected' and 'not connected.' It was discovered there was a damaged umbilical cord. There was no patient present when this issue was identified.